Event description:
Knee swelling [joint swelling]. Case description: spontaneous report was received on (B)(6) 2011, from a (B)(6) male patient, initials (B)(6), with osteoarthritis. The patient's medical history was significant for the use of synvisc one one time in past, each time requiring a cortisone injection. On an unspecified date, the patient initiated synvisc one (hylan g-f 20) injection, 6 ml, once, in unspecified knee. The synvisc one lot number was not provided. On an unspecified date, the patient experienced knee swelling for which cortisone injection was given. Synvisc one dose was unchanged. The outcome for the event of knee swelling was unknown. Concomitant medications were not provided. The intensity for the event of knee swelling was assessed as unknown.